Event description:
A report was received from the USA with information that, during patient use, that ventilator had a blank display and the graphic user interface (gui) was inoperative and the (gui) was alarming. Another ventilator was used and there was no report of patient injury or impact. No additional information has been received though multiple attempts to obtain information have been made.

Manufacturer narrative:
The device has not been returned for evaluation. The technical support engineer (tse) troubleshot the issue with the user facility over the phone. The user facility was advised to swap the breath delivery (bdu)/gui cable and power supply. Covidien was not authorized to service the device. A service history record review was conducted for this device and was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Should additional information become available, a supplement report will be filed. (B)(4).